Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted supplier in several follow-up calls to ensure the customer's initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor/supplier reported complaint on behalf of the customer via e-mail: reference case# (B)(4). Customer had reported that the syringe caps were broken and the needles were exposed. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact distributor via telephone and e-mail in effort to obtain additional information; manufacturer unable to make contact at this time, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 30-jan-2025: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause onto case. Mlc-009: use error caused or contributed to event.